Event description:
A surgeon reported that following bilateral multifocal intraocular lens (iol) implant procedures, a patient stated her vision quality was poor. The lenses were exchanged for monofocal lenses. There are two medical device reports associated with this event. This report is for the first eye. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and email. A completed questionnaire was not received. (B)(4).